Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (sleeve steering issues) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and dilated left atrium. When turning the m-knob on the clip delivery system (cds), the tip moved in a lateral direction. The cds was confirmed to be keyed with the steerable guide catheter (sgc). The cds was replaced with a new one. Two clips were implanted with no reported issue, reducing mr to grade 1-2. All procedures were performed according to the instructions for use. There was no clinically significant delay in the procedure and no adverse patient effects.